Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that they were in the or and seeing impedance at 4,000 ohms on 0-1 pair. Caller noted they were receiving toe and bellows response with those contacts. Caller stated they had already removed ins from pocket, removed lead, wiped it down and reinserted but impedances remain high. Technical services suggested running stimulation on the 0-1 pair for a few minutes. Technical services reviewed that impedances may only be temporarily high given they are seeing toe and bellows response and that if impedances remain high, they wouldn't be able to program on 0-1. Rep called back again and reported impedance greater than 4k ohms with every electrode, initially it was just the 01. Stimulation over 1ma did get motor response. Technical services(ts) reviewed impedance is likely temporary and that it will likely clear up later, that true impedance issue would not likely get motor response. Ts left option for doctor to request another neurostimulator if desired.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978b128 lot# va357jw: product type lead product ID 97800. Serial# (B)(6): product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the issue was unknown but was possibly due to the bovie pad. It was noted that the ins was removed form the lead and each electrode was tested.